Event description:
Nurse went to administer intravenous antibiotics through the central line. She noted a small amount of blood on central line dressing. Dressing removed; hub of catheter noted to be in place and sutured; however, the catheter was not visible. Physician notified. Pt placed on a cardiac monitor. Pt did well without shortness of breath or palpitations. Vital signs stable. Anterior posterior x ray taken. Results showed that the catheter was substernal with the tip of the catheter in the right ventricle. Pt transferred to hosp emergency room for eval by cardiovascular surgeon. Cardiac catheterization performed under conscious sedation to retrieve catheter - 12/28/1998.